Event description:
A physician reported a certas valve (ID 828814) was implanted due to idiopathic normal pressure hydrocephalus via ventricular peritoneal (vp) shunt on unknown date with unknown setting. On unknown date, the patient fell and injured the part where the valve was placed, and the set pressure was changed unintentionally at that time. Since it was possible to change the set pressure, the valve has not been removed and the patient is currently under observation. The patient's condition was not good. The valve remains implanted. According to information provided, it is unknown if the patient presented with signs and symptoms.

Manufacturer narrative:
The certas valve (ID 828814) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer, could be due to the patient falling and injuring the part where the valve was placed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.